Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the guide wire was curved and could not be used. The doctor use another set and completed the procedure without issue.

Manufacturer narrative:
(B)(4). The customer returned the product lidstock and a guide wire assembly for evaluation. The guide wire was returned retracted within the advancer tube and showed evidence of use. The guide wire was observed to have two kinks towards the distal end of the body. The distal j-bend was observed to be undamaged. No damage or anomalies were observed in the advancer assembly. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located at 20 and 25 mm from the distal tip. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record (DHR) review was performed on the guide wire and insertion components (ars and introducer needle) and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked in two locations towards the distal end of the body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the guide wire was curved and could not be used. The doctor use another set and completed the procedure without issue.